Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a key stuck' alarm. Per reporter the patient stated none of the keys appear to be pressed down. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. The patient stated he had approximately 10 hours remaining on pump.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.